Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Common device name: unknown, information not provided. Model# and catalog#: only a partial model and catalog number provided by the customer (zxt) , as the serial number of the device was not provided, a complete model and catalog number is unknown. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. It was indicated the device will not be returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that a zxt symfony intraocular lens (iol) was explanted from the patient's eye due to unbearable halo and glare. The surgeon also indicated that the lens will not be returned. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: after exchange and placement of a zcb00 +26.5 diopter intraocular lens (iol), vision improved to uncorrected 20/30 best corrected 20/20. Based on receiving new information, the following fields have been updated accordingly. Section a2: age/date of birth: (B)(6) 1949. Section a3: sex/gender: female. Section b3: date of event: (B)(6) 2019. Section d4: model#: zxt150 and catalog#: zxt150u270. Section d4: serial number: (B)(6). Section d4: unique device identifier (UDI #): (B)(4). Section d4: expiration date: 11/24/2022. Section d6: if implanted, give date: (B)(6) 2019. Section d7: if explanted; give date: (B)(6) 2019. Section h4: device manufacture date: 11/24/2017. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.